Manufacturer narrative:
Patient medications include advair, albuterol, amlodipine, aspirin, colace, glucotrol, lasix, singulair, synthroid, and zoloft. (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the distal type I endoleak treated in 2012 is reportedly unknown. Additional devices implanted and involved in this event: pxc201200/9354396, pxc201000/9033311, pxc141400/9619661, pxc141400/9985553, and pxc141200/8868120. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, an additional procedure was performed to treat a distal type I endoleak originating from the right common iliac artery and aneurysm enlargement (amount unknown). The right internal iliac artery was coil embolized, and two contralateral leg components were implanted for extension into the right external iliac artery. The cause of the endoleak is reportedly unknown. On (B)(6) 2015, the patient presented to the hospital with abdominal pain, and follow up imaging identified a type iii endoleak and aneurysm enlargement of 1.5 cm. It was reported the patient has a connective tissue disorder, and this condition caused the patient's aortic tissue to expand, creating a 2 cm gap between the trunk-ipsilateral leg component and a contralateral leg component (unknown which lot) implanted on the right side. On (B)(6) 2015, an additional procedure was performed to treat the endoleak. An additional contralateral leg component was implanted bridging the trunk and contralateral leg component to repair the endoleak. It was reported the physician also elected to extend distally with an additional contralateral leg component to the right external iliac artery to prevent any distal endoleaks. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.